Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report # 2916596-2018-02516 and the referenced infection was reported under medwatch MFR report # 2916596-2018-02517. Approximate age of device - 2 years. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 the patient was admitted to the hospital due to pump pocket infection. The patient had a history of lvad related infections that were unable to be treated by conventional methods. The patient underwent a pump exchange on (B)(6) 2018. The patient was slowly weaned off right ventricular assist device (rvad) support. The lvad was reportedly working well. No additional information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the evaluation of vad-18929 and the reported pump pocket infection cannot be conclusively determined. The pump was returned assembled with the driveline cut approximately 19¿ from the pump housing and the severed portion of the driveline was returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The patient remains on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.